Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her son was hospitalized due to high blood glucose. The customer's mother reported that the needle was bent and her son was not getting insulin. The customer's blood glucose was 325 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.